Manufacturer narrative:
Device not returned.

Event description:
On (B)(6) 2015, acufocus, inc. Became aware of an inlay being explanted one (1) month and two (2) days postoperatively from the right eye of a (B)(6) year old female patient due to a severe inflammatory reaction.

Manufacturer narrative:
The patient codes were updated to infiltrate and inflammation based on the results of the investigation.